Event description:
While I indicated today's date on the form, this issue has been a repeated problem. The medtronic minimed 670g insulin pump and its predecessor, the 630g, fail to sufficiently warn the user that the device has been suspended. When the device is in "vibrate mode" the single short vibration pulse to indicate a suspended pump is not sufficient to get the attention of the user. If left suspended no insulin is delivered. After several hours high blood sugar is at the least of problems, and diabetic ketoacidosis, unconsciousness, or worse may occur. While using the 630g, it was recommended by medtronic staff not to suspend the device, but to use a temporary basal rate of zero for 30 minutes instead. This is useful/necessary when removing the pump for activities such as showering or bathing. The 670g has no such ability, as when the device is in "auto mode" there are no temporary basal settings. If the device is not suspended, it will continue to deliver insulin while disconnected as well as possibly confuse the auto mode in that the device believes insulin to be on board. This issue has been reported to medtronic on several occasions, but no changes have yet been made. Simply altering the firmware so that a suspended pump has a longer/stronger vibration notification, as it was in previous generations, would be sufficient. Note: although I have indicated that I still have the product, I would be unable to submit it as it is necessary for my diabetes management.